Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a bad lld spring in the reported problem area of the pipette assembly. Replaced lld spring, plunger clamp and tube lifter. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.